Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to metallosis. Patient had high (not toxic) cobalt and chrome levels, and a large mass of tissue was excised.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Update jun 15, 2017: litigation received. In addition to what was previously reported, litigation alleges pain, squeaking, and a large fluid collection. Complainant information was updated. This complaint was updated on: jun 26, 2017.

Event description:
After review of the medical records for the MDR reportability, patient was revised to address metallosis and pain. Revision notes reported of fluid-filled cyst, gray tissue staining, metallosis, yellow-gray fluid, metal stained fluid and osteolytic tissue. MRI reported of severe metallosis with a prominent pseudotumor. Laboratory results for cobalt-chromium ions were above 7ppb.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.